Event description:
It was further reported that the lesion being treated was 90% stenotic in a mildly tortuous left anterior descending artery (lad). After successfully deploying the taxus stent at 15 atms the physician could only partially deflate the balloon. The balloon was deflated after the 4th or 5th attempt and the physician removed the balloon with force. There were no pt complications or injury reported. Pt status is reported as "good."

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The physician implanted a taxus express2 8.8% 3.0 x 20 mm drug eluting stent in an unk vessel. The balloon was slow to deflate. There were no pt complications or injury reported.